Event description:
A facility reported a hakim valve (ID 823148) was implanted on (B)(6) 2025, with initial pressure fixed at 120mmh2o. The physician tried to adjust the pressure periodically, however, they found mismatch against the set pressure. The patient experienced a decline in sensorium, and imaging showed ventricular dilatation despite the shunt tubing being in situ. The patient was admitted, the shunt adjusted to 40mmh2o, even though icp wasn't settled, and adjusted, the csf drainage wasn't flowing through shunt, therefore it was removed on (B)(6) 2026.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the potential root cause for the reported issue could be due to biologicals debris. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: "on (B)(6) 2025, the patient was implanted with chpv shunt (codman hakim programmable valve) medical device. The lot/ batch number was 7525874 and expiry date were not reported. Catalog number: 823148. Initial pressure fixed at 120mmh2o". "On (B)(6) 2026, the later thrice the time physician tried to adjust the pressure periodically, every time of adjustment but found mismatch against the set pressure, due to increased icp pressure (intracranial pressure increased) and patient got admitted in hospital, then shunt adjusted into 40mmh2o, even though icp wasn't settled, and done a procedure, and found csf drainage wasn't happening through shunt (cerebrospinal fluid retention), now shunt got removed from the patient on (B)(6) 2026. Neurosurgeons claimed it may be on shunt malfunction, due to product problem, patient had symptom of drop in sensorium, on imaging dilatation of ventricle seen despite of shunt tube insitu and still the symptom continued. Retrieved shunt was there with the surgeon side, surgeon requesting replacement. Device was not yet replaced, asking to replace as immediate". "Outcome of the event shunt malfunction was unknown, intracranial pressure increased was not recovered/ongoing and cerebrospinal fluid retention, depressed level of consciousness was unknown". Pertinent lab data was not reported. Reporter's remarks: "this is a serious spontaneous case regarding a 72-year-old elderly not hispanic/ latino asian male patient, who had shunt malfunction, intracranial pressure increased, cerebrospinal fluid retention and sensorium decreased during the use of chpv shunt (codman hakim programmable valve) medical device for an unreported indication. The company safety manual lists shunt malfunction, and cerebrospinal fluid retention as potential adverse events. Cerebrospinal fluid retention may also have resulted from shunt malfunction. The events intracranial pressure increased, and sensorium decreased are unlabeled. Therefore, a causal relationship between adverse events shunt malfunction, intracranial pressure increased and cerebrospinal fluid retention and sensorium decreased, in relation to the device, cannot be ruled out".